Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin on demand transmission showed back up operation on the implantable cardioverter defibrillator. The patient drove to the hospital after receiving the vibratory alert. The device was restored without patient harm. The patient was stable.